Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during implant of the ICD involved in this MDR report, difficulties were met when screwing in the atrial port plug. When connecting the ventricular lead, the screwdriver would engage but after a few attempts to attach the lead, the screwdriver was not able to engage into the screwing mechanism so the device could not be used. The device was returned for analysis.